Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 53 mg/dl compared to readings of 177 mg/dl respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was day 1. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issue was observed. The watermark was observed at the base of the sensor tail indicating sensor tail was inserted properly. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. De-cased sensor and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.